Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not vibrate and only has audible alarms. The customer mentioned he has hearing issues. Blood glucose value is unknown. During troubleshooting, the customer stated the vibrate mode is on and the battery was not low. The insulin pump did not vibrate during the self-test. Customer was advised to discontinue the use of the device and revert to a backup plan. The customer declined a replacement since he already has a new device.